Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation has been completed. The olympus service center confirmed the reported issue and found a damaged cable unit and a cut in the cable. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the user applying stress to the cable unit by twisting it. The following is included in the instructions for use and may prevent the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged." "Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately." Investigation activities have been opened to manage the actions related to this late report and any required MDR reporting.

Event description:
The customer reported to olympus there was no image when the device was plugged in. The sterile processing instrument coordinator was notified by the room the device failed. However, it is unknown when the device failed during the diagnostic procedure. The procedure was completed. However it is unknown if the same subject device was used or if the procedure was completed using a similar device. There was no procedure delay and no patient harm or injury. Additional details have been requested regarding the reported event. At this time, all available information has been provided.